Event description:
Iab was inserted into right femoral artery. Customer states it was a difficult insertion. Approx. 20 seconds after insertion (prior to connection to pump), blood was observed in helium tubing. Iab was exchanged. There were no reported pt complications.